Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to getting into swimming pool with insulin pump attached. Customer reported that as a result, insulin pump received a button error alarm and was not able to clear. Customer's blood glucose was 143 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.